Manufacturer narrative:
Additional information received reported there was actually no lens rotation and that the lens was explanted on (B)(6) 2017 due to the patient having residual myopia. The surgeon's name was dr. (B)(6). There was no incision enlargement, vitrectomy, or sutures used. Also, the operative eye was the left eye (os) and the replacement lens was a zxt150 15.0 diopter intraocular lens (iol). Reportedly, the patient is doing well post-operatively. No additional information was provided. If explanted, give date: (B)(6) 2017. Initial reporter name: dr. (B)(6). Health professional: yes. Occupation: physician. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/02/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, best estimate (B)(6) 2017. If explanted, give date: not applicable, as the lens remains implanted. Initial reporter name: unknown, information not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt300 15.5 diopter intraocular lens (iol) is planned to be explanted due to the lens rotating. No additional information was provided.